Manufacturer narrative:
A getinge field service engineer evaluated while performing the fsca process of the device, it was seen that the device failed the drive manifold test. The drive manifold of the device must be tested and the fault detection must be performed. The device is faulty. Safety disk. The drive manifold of the device, which was detected faulty, was replaced. The device's system tests were performed and it was seen to pass. The device was connected to the trainer and operated at different EKG values. The device's functions were tested. The device was delivered to the user in working condition.

Event description:
N/a.

Event description:
It was reported that during an unrelated service performed by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) all manifold test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.